Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occurred in (B)(6). Supplier reported on behalf of customer that a 22g needle-pro hypodermic needle detached from the security device during medicine application. The needle remained in the patient's skin and vein, and all medication was lost. Additional information from the supplier noted that medical intervention was not required and patient did not report any symptoms after the event.